Event description:
This spontaneous report was received on (B)(6) 2010 from a (B)(6) old female consumer reporting on self from the united states. The consumer did not have any known medical history. The concomitant medications were not reported. On (B)(6) 2010, the consumer started using o.b. Ultra absorbency tampons, vaginally every two and half to three hours for menstruation (lot number 2269m5482 and expiration date unspecified). On the same day, she noticed that the plastic tip separated from wrapper of tampon and it came out from her vagina two weeks after her period ended. She stated that she had heavier flow right before the plastic tip discharged from her vagina. She also stated that she had used approximately fifteen tampons. The consumer continued to use the device. After an unspecified duration, the event resolved. The report was assessed as non serious event. The company causality was assessed as possible. Sample received contained 1 package of o.b ultra tampons (B)(4); lot #: 2269m5482 and 8 sealed tampons. The returned sample was visually inspected and no nonconformance or manufacturing defects were observed related to this complaint. No issues related to the individual wrapper were observed. As indicated in the instructions of use included in the package, the consumer must remove both ends of the wrapper before insertion in the body. Based on verbatim, the piece of wrapper was stuck in body due to consumer error. Corrected lot number based on returned sample information. The device history record revealed no issues or nonconformance with the product or process related to this complaint. A review of the data associated with these complaint categories revealed no adverse trends and no trend involving this lot number. Complaint trends will continue to be monitored. Based on the investigation results, the assignable cause is human error. This report was considered a reportable malfunction case.

Manufacturer narrative:
The sponsor has self-identified changes required to its standard operating procedures for MDR reporting and these events are being reported in accordance with the new sop. This closes out this report unless other additional significant information is received.